Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular capture management measures greater than 2.5v for entire device history. (B)(4).

Event description:
It was reported that the right ventricular capture management has not been able to obtain a measurement since implant of the implantable cardioverter defibrillator (ICD). The ICD remains in use. No patient complications have been reported as a result of this event.